Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: medical intervention. It was reported via a trial that during the procedure in the left internal carotid artery, during removal of the emboshield nav6 filter, the retrieval catheter (rc) was unable to advance through the rx acculink stent and the stent had the appearance of a fracture in 1-2 "spines." A second stent was implanted, overlapping the fractured stent, and an rx accunet rc was successfully advanced through the stent and the filter was removed. There was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.